Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Following recent weight loss, it was reported that the patient experienced pocket pain at the battery site. As a result, surgical intervention was undertaken wherein the ipg was explanted.